Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab completed the evaluation based on the photograph provided of the suspect medical device. Photograph evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with two 325cc mentor memorygel breast implants has experienced bilateral rupture of implants postoperatively. As a result, the patient underwent explantation and replacement with 325cc mentor memorygel breast implant, catalog # 3503251bc, on (B)(6) 2020. Rupture was confirmed during explantation surgery. This medwatch report is for one of two implants.